Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058742) in united states on 12-jan-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. In 2014 the consumer noticed bleeding that was a bit heavier than usual. She was siding in class, noticed a heavy amount of blood through - it was her cycle. She already had hysterectomy scheduled for (B)(6) 2014. When doctor got her in for surgery, he found the devices broken inside her body, which caused her to be bleeding so heavy - micro-insert had come out of her fallopian tubes long before surgery. One was puncturing her uterus and the other was laying in her cervix. She had a large black/blue mark on her stomach when she woke up. She was later admitted. Two weeks later she had some medicine for all the pain. She had to be on bed rest for months. She was withdrawn from school, it was very painful. She stated the hysterectomy saved her life. Life threatening, hospitalization and required intervention were mentioned as seriousness criteria. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the devices broken inside her body. During a hysterectomy for essure removal (almost 1 year after device insertion); one essure was puncturing her uterus and the other was laying in cervix. Only device breakage is unlisted according to reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion to uterus/cervix or migration (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of the reported events were not known, however given their nature, they were considered as related to essure therapy. Additionally, consumer stated she had a large black/blue mark on her stomach when she woke up from the surgery and was later admitted. Since limited information was provided; causality between essure and this unlisted event cannot be assessed by now. This case was regarded as incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the devices broken inside her body. During a hysterectomy for essure removal (almost 1 year after device insertion); one essure was puncturing her uterus and the other was laying in cervix. Device breakage is anticipated according to the technical analysis, while the other events are listed according to reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion to uterus/cervix or migration (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of the reported events were not known, however given their nature, they were considered as related to essure therapy. Additionally, consumer stated she had a large black/blue mark on her stomach when she woke up from the surgery and was later admitted. Since limited information was provided; causality between essure and this unlisted event cannot be assessed. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: report from lawyers (new reporters), essure implanted on (B)(6) 2013, and removed by hysterectomy on (B)(6) 2014, reported events were prolonged menses, severe menstrual pain, severe lower abdominal pain, severe back pain, pain during intercourse, hair loss. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure inserted and the devices broken inside her body. During a hysterectomy for essure removal (almost 1 year after device insertion), one essure was puncturing her uterus and the other was laying in cervix. Device breakage is anticipated according to the technical analysis, while the other events are anticipated according to reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion to uterus/cervix or migration (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of the reported events were not known, however given their nature, they were considered as related to essure therapy. Additionally, consumer stated she had a large black/blue mark on her stomach when she woke up from the surgery and was later admitted. Since limited information was provided, causality between essure and this unanticipated event cannot be assessed. This case was regarded as incident, as device removal was required. Additionally, non serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the devices broken inside my body"), uterine perforation ("one was puncturing my uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("malposition of essure device location of device"), device expulsion ("the other was laying in cervix") and contusion ("large black/blue mark on my stomach") in a 29-year-old female patient who had essure (batch no. L2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with genital haemorrhage and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("heavy amount of blood through. It was my cycle. Prolonged menses"), pelvic pain ("pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), contusion (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), anxiety ("anxiety"), rash ("rashes or skin conditions type: exsuma"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), abdominal pain ("pain") and adnexa uteri pain ("pain right ovaries"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2014), surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, device expulsion, contusion, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, weight decreased, abdominal pain and adnexa uteri pain was resolving. The reporter provided no causality assessment for contusion, device breakage, device expulsion, pelvic pain and uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in 2013: migration of essure device expulsion . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, other relevant history, product information, events- hormonal changes, abnormal bleeding (vaginal), , infection (bladder), infection urinary tract, infection vaginal, anxiety, malposition of essure device location of device, rashes or skin conditions type: exsuma, bladder problems, urinary problems or changes, migraines, headaches, vaginal discharge, perforation (fallopian tube(s), weight loss, abdominal pain, pain right ovaries were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.